Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had underfill. This occurred on 6 occasions during use. The following information was provided by the initial reporter: edta tubes do not fill. The cap also remained attached to the needle. They have already used some tubes but obviously since yesterday 6 samples have been wrong because of this problem.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had underfill. This occurred on 6 occasions during use. The following information was provided by the initial reporter: edta tubes do not fill. The cap also remained attached to the needle. They have already used some tubes but obviously since yesterday 6 samples have been wrong because of this problem.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill and stopper pullout with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill and stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.